Event description:
It has been reported that the bd plastipak¿ 3ml syringe luer slip was found experiencing multiple instances of broken plungers. The following has been provided by the initial reporter: *notivisa*: during the event and vaccination of the clinic staff, I found that several syringes (3 ml) of this lot had the broken plunger, making it impossible to use.

Manufacturer narrative:
Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making an investigation not possible to perform and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ 3ml syringe luer slip was found experiencing multiple instances of broken plungers. The following has been provided by the initial reporter: *notivisa*: during the event and vaccination of the clinic staff, I found that several syringes (3 ml) of this lot had the broken plunger, making it impossible to use.